Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation. An xray was taken and the medical provider indicated the lead may need to be repositioned. Surgical intervention is pending to address the issue, which may include a trial procedure.